Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 500p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 500p from heartsine technologies, belfast on 21st september 2016. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on (B)(6) 2017, passing an auto self-test. The pad-pak was removed. The pad-pak was re-installed on (B)(6) 2017 passing an auto self-test and was manually powered up. The device successfully performed all self-tests up to and including the last log entry on (B)(6) 2017. After further investigation the reported fault was unable to be replicated. The device performed to specification throughout testing at heartsine. The device was returned for a reported fault of "device service required" prompt. The device history log was intact with approximately 3 weeks of data at no time did the device fail a self-test which are the conditions in which a "device service required" prompt would be given.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Device service required prompt.